Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient has a blood glucose (bg) reading of 500 mg/dl today with no ketones or other symptoms. No diagnosis, symptoms or illnesses at current time. The pump had a date of (B)(6) instead of (B)(6), with correct year, but had the incorrect am/pm on time. Neither reporter or patient recall adjusting time or date, and reports the date/time are maintained when changing the battery. This complaint is being reported as the time issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 8/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: no unexplained time/date issue is observed in the black box. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test. When pump was left without power for 1 hour and pump was powered back on it had returned to the default time/date 12:00am 1/1/2007. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was opened and the internal battery was found to be leaking. Time test was started but not completed due a internal battery. Base crack observed between case seal and keypad.